Manufacturer narrative:
(B)(4)

Event description:
It was reported that a catheter break occurred. A 135/10 renegade¿ hi-flo¿ kit was selected for use. During the procedure, an 6mm x 20cm interlock¿ was advanced; however it was noted that the coil became stuck in the renegade device. The catheter and coil were removed and it was noted that the catheter was broken. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a renegade hi-flo micro-catheter. The hub, shaft and tip were microscopically examined. The device was broken/damaged 29cm to 33cm distally. The shaft was not completely separated the inner liner was still connected. There were 2 kinks noticed on the shaft. The 1st kink was approximately 13cm from the strain relief and the 2nd was approximately 27.5cm from the strain relief. A .014 test guidewire was loaded into the tip of the catheter and the guidewire transcended into the lumen until the broken segment of the device. The guidewire was then loaded into the hub end of the device and the guidewire transcended through the lumen until the broken segment of the device. There was no blockage noticed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a catheter break occurred. A 135/10 renegade¿ hi-flo¿ kit was selected for use. During the procedure, an 6mm x 20cm interlock¿ was advanced; however it was noted that the coil became stuck in the renegade device. The catheter and coil were removed and it was noted that the catheter was broken. No patient complications were reported.